Manufacturer narrative:
E1 - initial reporter phone. (Ext) # (B)(6). One device was returned for analysis. Functional and visual tests were performed, but the reported issue was duplicated. However, visual inspection found dented to the downstream occlusion sensor (dso) sensor. This indicated a reportable malfunction based on the dented dso. The cause of the reported issue was rtc battery fault. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review.

Event description:
The device was returned for lec 1310 when powering up. During physical inspection, it was found that there was a dented downstream occlusion sensor. There was no patient involvement.